Manufacturer narrative:
Product has yet to be evaluated by the manufacturer, as a serial number of the product is unk. If additional information is found in the investigation, a follow up will be filed.

Event description:
It was reported by stryker medical (B)(4) employee that while visiting his mother in the hospital, he laid over the siderail to reach to her and when he applied weight to the bed's siderail, it went down. It was reported that the siderail appeared to be locked, however; the friction between the siderail and mattress was what was holding the siderail in the up position rather than the siderail locking mechanism.